Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/pt contacted lfs on march 16, 2010 alleging inaccurate low readings on the pt's one touch ultra 2 meter. A medical surveillance specialist (mss) spoke to the pt on march 26, 2010 and obtained the following info. The pt mentioned that on (B) (6) 2010 in the afternoon she tested her blood glucose and obtained a result, which she does not recall. She then took insulin based on a sliding scale. Later that evening she developed symptoms which consisted of feeling fatigue, cranky, depressed and thirsty. She then tested her blood glucose and meter displayed an 88 mg/dl. She retested and meter still showed a result in the 80's. She claims her symptoms of feeling thirsty increased. She then tested on her husband's meter and results displayed a result which she does not recall and had to adjust her insulin accordingly. She also tested on her lfs meter and reportedly obtained a low reading. She did not recall the result. She felt better later that evening after the self-treatment. The test strips were in good condition and not expired. A quality control test was not done since the pt did not have any control solution. The product was replaced. The complaint is being reported since the pt alleged that they were exhibiting a symptom suggestive of hyperglycemia; however, meter displayed a low reading and symptoms got worse, so the pt had to test on another device and self-treat with insulin.